Manufacturer narrative:
Investigation summary: two unused samples model 2426-0500 was returned by the customer for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. Both sets were primed with normal saline and infused with an alaris pump (pump dchu-0009 and module dchu-0016) for 125 ml/hr for 1 hour. No air bubbles were observed during or after the infusion. The customer complaint that there was air bubbles around the pumping segment was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model 2426-0500 lot number 21086493 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29-aug-2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported when using the bd as lvp 20d dehp 3ss cv, the device experienced air in the line. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer there was air bubbles around the pumping segment. Bubbles around pumping segment.